Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in hospital due to heart attack. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer declined to troubleshoot for the high blood glucose. The customer was treated with insulin pump for high blood glucose level. Customer's outcome pertaining to the complaint. The device will be returned for analysis.